Event description:
A blood glucose test was done on a patient. A venous lab was done with a result of 110mg/dl the device result was 102mg/dl. A capillary test was also performed on the device with a result of 167mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.